Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/06/2025, it was reported by a sales representative via email that an ar-1665bcsl-39 3.9 bc loop ¿n¿ tack tenodesis implant system had an issue with the eyelet breaking off the tip of the 3.9 mm biocomposite swivelock anchor. The anchor was not used and a new anchor was opened. This was discovered during a shoulder procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device.